Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 19, 2017. The actual sample was not returned for evaluation. The device history records for the affected part number / lot number were reviewed, no anomalies noted related to the manufacturing process. During manufacturing process, all vsp550 are thoroughly inspected and tested for functionality and performance along with inspection for gas insufflation, prior to packaging. A thorough investigation could not be performed and an actual root cause could not be determined. This following user's procedures may have been the cause of the incidents by, the insufflation tubing on the handle of the harvester was not completely connected; co2 leaked from the gap between the trocar in incised site, and foreign material adhered temporarily to passage. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, there was problem during the endoscopic sampling of the saphena with the harvester. It no longer dispensed carbon dioxide (co2) despite being all connected and with high flows of supply of the column. They converted to open harvest to complete the case. *the product was not changed out. *procedure was completed successfully.